Manufacturer narrative:
The root cause of the access site bleed and subsequent death can not tied definitively to the use of impella. All product was discarded in 2017 at the time of registry enrollment and pump use. No product investigation is possible. The most likely cause is the use of the amplatzer device as a closure to the transcaval access. The device is not indicated for this use. In addition, the transcaval access of the cp is not indicated. The failure mode will be monitored and trended.

Event description:
There was an impella cp utilized for a high risk coronary angioplasty in 2017. The patient was a part of the (B)(6) registry. The access was a transcaval one via the right femoral vein. The (B)(6) team reviewed the case in 2021 and found the patient had expired due to a bleed that was not resolved at the transcaval access. The transcaval access is not an IFU approved/indicated access site. The abiomed representative in 2017 was unaware of the adverse event. The representative had noted the access site was successfully closed via an amplatzer device to the aorta and two perclose to the femoral vein. Of note, the amplatzer is not approved for transcaval use.